Manufacturer narrative:
It was reported the patient phoned technical services to enquire about follow up appointments for imaging. The patient stated that the physician who completed the procedure ''botched the surgery'' . The patient stated that after an MRI was taken he did not believe there were any problems with the implanted stent grafts. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B.5 additional information: it was reported that this patient underwent a surgical debridement of the right groin approximately three weeks post the index procedure followed by the placement of a wound-vac dressing. Two months later the physician noted excellent would healing after the discontinuation of the wound-vac therapy. The only reports of slight numbness and tingling was at the 1 year follow-up exam with no specific anatomical site noted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient underwent a surgical debridement of the right groin on (B)(6) 2019 followed by the placement of a wound-vac dressing. On (B)(6) 2019 the physician noted excellent would healing after the discontinuation of the wound-vac therapy. The only reports of slight numbness and tingling was at the 1 year follow-up exam with no specific anatomical site noted.

Manufacturer narrative:
Other relevant device(s) are: product ID: e tlw1616c124e, serial/lot #: (B)(4), ubd: 29-aug-2020, UDI#: (B)(4); product ID: etlw1620c124e, serial/lot #: (B)(4), ubd: 20-nov-2020, UDI#: (B)(4); product ID: etlw1613c156e, serial/lot #: (B)(4), ubd: 04-nov-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. The patient reported via technical services that a nerve was hit during the index procedure and they have numbness in their leg following the procedure. The patient also reported that they suffered from an infection during the index procedure. The cause of the event is unknown. No additional clinical sequelae were reported and the patient is being monitored.